Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An x-ray showed four basal channels to be out of cochlea.

Manufacturer narrative:
Conclusion: according to the patient's report, the device was explanted as the active electrode array migrated partially out of cochlea. Reportedly, the implant housing was found shifted back and forth at explantation surgery, which might have contributed to the electrode array migration. Further, damage to the active electrode likely caused by minute device mobility was found during device investigation. The observed damage in the electrode array possibly occurred as a consequence of the electrode array migration and implant housing shift. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ measurements showed four basal channels to have high impedances whilst two channels had fluctuating impedances. At a later point in time an additional two channels showed high impedance values. An x-ray confirmed four basal channels to be out of cochlea. The implant registration card indicates a complete electrode insertion at implantation. Patient has been re-implanted.

Manufacturer narrative:
Based on the received information, in situ measurements showed four basal channels to have high impedances whilst two channels had fluctuating impedances. An x-ray confirmed four basal channels to be out of cochlea. The implant registration card confirms a complete insertion at implantation. Migration of the active electrode due to unknown reasons. No further steps are planned at the moment. This is a final report.

Event description:
An x-ray showed four basal channels to be out of cochlea. The implant registration card indicates a complete electrode insertion at implantation.